Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, engineers identified no visual irregularities. Analysis of the returned unit confirmed this device had not telemetry; an x-ray image failed to show any anomalies. The device case was then removed and an internal visual inspection found the fuse on the battery flex had a cracked joint causing lack of telemetry. Analysis confirmed the implant observation. The device has been archived.

Event description:
Boston scientific received info that immediately after implant with a closed pocked, this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. Two different programmers were used; however, they failed to resolve the issue. Boston scientific's technical services was contacted, providing a recommendation to explant and replace the device if no telemetry could be established. There were no reported pre-implant complications with the device and the pt was of normal body mass. Troubleshooting efforts were without avail and as such, the device was explanted. Another subcutaneous implantable cardioverter defibrillator (s-ICD) was successfully implanted and the initial device was returned for analysis. No adverse effects were reported.